Manufacturer narrative:
(B)(4). Although the service engineer (se) did not duplicate the alarms, the se replaced the graphic user interface (gui) alarm assembly. The ventilator passed self-testing.

Event description:
It was reported that, during patient use, the ventilator's display went black. The patient was removed from the ventilator. There was no harm to the patient.